Manufacturer narrative:
Updated to reflect information received on 2017-jan-31 and 2017-feb-03.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-jan-31 and again on 2017-feb-03. It was reported that the patient's pump ran empty and the patient experienced the symptoms reported because the patient moved from (B)(6), where they were refilled by another facility, to (B)(6) and failed to make an appointment for a refill with the hcp's facility in (B)(6). It was also reported that the pump was refilled, the patient's symptoms improved and they were discharged.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving lioresal at a concentration of 2000 mcg/ml with a daily dose of 769.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient¿s pump had run empty on (B)(6) 2017 at 19:08 and the patient had gone into withdrawal on an unknown date. The patient had missed a refill appointment. The patient knew they had a refill but for some reason didn¿t get the pump filled. An empty pump alarm occurred and was confirmed by pulling up the pump logs. The patient was admitted to the hospital on (B)(6) 2017 and was unresponsive. The healthcare professional wanted help with programming the single bolus and wanted a recommendation on what dose to start the patient with. The healthcare professional stated they would fill the pump with what they think would be appropriate for the patient and that they would perform a single bolus of 50 micrograms.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient¿s medical history included a spinal cord injury c2 to c7 which left the patient an incomplete tetraplegia. On (B)(6) 2017, the patient was taken to the hospital where he became confused and then was comatose. He received the admitting diagnoses of acute encephalopathy and baclofen withdrawal. A head CT (computerized tomogram) scan was performed with normal results and eeg (electroencephalogram) testing was negative for seizures. The patient was treated for a possible uti (urinary tract infection) with ceftriaxone. A chest x-ray was suspicious for left pneumonia. Baseline hypotension was noted and ¿levo¿ was started. On (B)(6) 2017, a sputum culture was obtained and revealed staphylococcus aureus, proteus mirabilis, and pseudomonas aeruginosa. On (B)(6) 2017, an attempt to wean off levophed and transition to midodrine took place (this was not specified). Treatment with ceftriaxone for the uti continued. Piv (presumed peripheral intravenous) and PICC (peripherally inserted central catheter) access was unsuccessful, so rij (right internal jugular) access was placed by ir (interventional radiology). On (B)(6) 2017, the patient¿s midodrine was increased to 15 mg and the levophed drip continued ¿on and off.¿ treatment with ceftriaxone for the uti continued at this time. On (B)(6) 2017, the map (mean arterial pressure goal) was increased to greater than 55. The patient continued to receive midodrine and the levophed drip ¿on and off.¿ urinalysis revealed the abnormal results of proteus mirabilis and citrobacter freundii and cefepime was started. As of (B)(6) 2017, the patient¿s encephalopathy resolved and he was ¿back to baseline.¿ on (B)(6) 2017, treatment with levophed was discontinued and midodrine was continued (maps ¿as low go 32 with no neuro exam changes¿). On (B)(6) 2017, the patient was discharged. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.